Event description:
It was reported that prior to an unknown procedure, biomedical engineer tested the harmonic generators prior to putting it into the system and the foot pedal cord was not functioning properly. It was not used in a pt, thus no adverse outcome.